Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-05568. It was reported the patient experienced ineffective stimulation. Surgical intervention will be undertaken to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-05568. Follow-up identified the issue of ineffective stimulation may be attributed to the placement of the leads. It was reported the leads were not placed in the desired position due to the presence of scar tissue. Surgical intervention may be undertaken to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-05568. Follow-up identified the patient underwent surgical intervention during which the leads were explanted and replaced with one paddle lead. Effective stimulation was restored post-operative.